Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d10; g3; h2; h6 and h11 corrected field: h8 the device was not returned to olympus for inspection. However, the customer called technical assistance support (tac) and reported no image on the monitor. Tac provided remote troubleshooting. Tac confirmed with the customer that the monitor was connected to the 12g serial digital interface (sdi) in input, port a was pressed and the customer noted that the digital video interface (dvi) was selected. The customer then selected 12g sdi. The image was displayed. The issue was resolved and the complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage problem identified. The most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor had no image. There were no reports of patient harm.